Event description:
It was reported that the patient is having really bad throat irritations. The device has its previous settings but is not turned on. The patient had recently been implanted with a new generator on (B)(6) 2021. It was also reported the patient had shortness of breath and hoarseness. She was given steroids for the shortness of breath at the ER but this did not help, however she was now fine at home. No additional relevant information has been received to date.